Event description:
The customer was feeling lightheaded and hot. She felt the need to go to the hospital where her blood glucose was tested over 400mg/dl. She was given an injection and the doctor advised her to get a new meter. During the call it was discovered the customer was using contour next strips and was not taking her medication because she could not get any readings. A new meter was sent to the customer.